Event description:
Caller reported that a malfunction alarm occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, successfully assisting the caller with the reset, and confirmed that the malfunction code did not recur. Customer was advised to continue using the pump and to contact support again if the issue returned, which the caller acknowledged and understood.